Manufacturer narrative:
Device evaluation update: results of investigation: the suspect device was not returned for evaluation. However, vyaire field service representative (fsr) arrived on site and saw that the unit was on software version 6.17. The unit was then upgraded to software version 6.19, and logs and trending data were downloaded. Files were sent to tech support to be analyzed. The response from tech support was to perform a full unit verification. When searching for the unit, the customer states that the unit was shipped to corporate and that no vent repair can be performed. The customer is responsible for informing the recipient of the ventilator that the unit should not be used on patients until it has been serviced by vyaire. Root cause of failure was not reproducible, there was no issue noticed on the logs and trend files. This complaint will be included with on-going trending analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the screen of bellavista 1000e us had frozen and that the patient was not receiving any flow or oxygen. The patient stated that the device made a strange sputtering noise coming from the machine and then abruptly stopped working. It came to a halt for about 10 minutes, according to the patient. It took 20 minutes for the patient's o2 sat to rise to 88%. The device has been restarted, removed from service, and replaced with an airvo; it is now in the supply room, bagged, and tagged. Furthermore, the customer confirmed that the patient had temporarily oxygen desaturation due to the loss of flow and oxygen. The team was able to support the patient by manually ventilating with a bag/mask until the ventilator could be switched. The patient ended up passing away due to other causes.